Event description:
The customer obtained falsely low brain natriuretic peptide (bnp) results on three patient samples on an immulite 2000 xpi instrument. The initial results were reported to the physician(s). The same patient samples were assigned new ID numbers and repeated on the same immulite 2000 xpi instrument and the results were higher. The corrected results were also reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low bnp results.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating this issue.